Manufacturer narrative:
The investigational analysis completed 2/24/2020. The device was visually inspected and reddish material was observed inside clear pebax. The magnetic sensor functionality was tested on carto and the catheter was properly visualized, with no errors observed. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. Irrigation testing was performed and it was found to be within specifications. The catheter was irrigating correctly. No irrigation issues were observed. The customer complaint cannot be confirmed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax. Initially, it was reported that the catheter was displaying a high temperature during ablation. The catheter was removed from the body, flushed, and reused. Thereafter, the catheter automatically moved out of the mapping range. The temperature cut-off value was exceeded, and the system stopped ablation immediately. The catheter was exchanged and the issue was resolved. The smartablate generator parameters were at temperature cut off and power cut off mode and was set to 30 watts. All others were at default settings. The procedure continued successfully and without further incident. No adverse patient consequences were reported. The observed high temperature and visualization issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation. During a second visual inspection on 2/14/2020, reddish material and a hole was observed in the pebax. The observed hole has been assessed as an MDR reportable malfunction. The awareness date has been reset to 2/14/2020.